Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 1,138 mg/dl while wearing the pod. The patient's fiancé told the nurse that the patient's "controller did not alert him that the pod needed changing or that the insulin had run out." The patient lost consciousness and "he does not recall much about the incident." The patient did not recall the treatment provided while at the hospital. The patient was admitted on (B)(6) 2025 and discharged (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - smartphone operating system. N5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware. N5004l. Cloud - cgm sensor type. G6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.